Event description:
It was reported this patient was seen in clinic feeling unwell since the recent box change. The device interrogation showed episodes of right ventricular (rv) lead noise and pacing inhibition. This rv lead is a (B)(6) product. This rv lead was capped and replaced with a new lead. The procedure was successfully performed and satisfactory lead parameters were recorded. No additional adverse patient effects were reported outside of this procedure. The new lead and patient will be monitored. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).